Event description:
The customer contacted stryker to report that their device will not power up. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's power pcb assembly and battery wire harness. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to a non-functional integrated circuit, designator u8.

Event description:
The customer contacted stryker to report that their device will not power up. There was no report of patient use associated with the reported event.